Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and that the customer had to "press above the desired button" to get the pump touch screen to recognize the entry. Additionally, was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 178-212 mg/dl.